Event description:
It was reported that the customer was hospitalized for hypoglycemia. Troubleshooting was performed. It was stated that the customer received excessive insulin when bolusing. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.